Manufacturer narrative:
The product was installed at the user site (B)(6) 2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2013 with no issues found. The treatment parameters used by the operator were within the parameters as recommended by candela's treatment guidelines. A candela field service engineer inspected the unit and reported that the unit was operating within specification. The candela field service engineer spoke with the site and reported that the window used in the handpiece was not changed or cleaned during the extended treatment, causing debris to build up on the window, which may have been a contributing factor to cracking the window. The window holder was sent back to candela for additional evaluation.

Event description:
A site reported, a patient received treatment for hair removal and reported white blisters on the treated area when the handpiece window cracked. The site reported that pieces of the cracked window came out of the handpiece and burnt the patient on the arm.